Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. Following an implant of a mitraclip xtw, a second mitraclip ntw was placed lateral to the first implanted clip, but the lock line did not hold, and the clip opened while establishing final arm angle (efaa). Troubleshooting was performed but was not successful. The device was removed from the patient and exchanged for another mitraclip. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.